Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary full-height legacy drawer 1 cubies c1 and e3 had failed. A field service engineer removed the drawer and replaced the flat flex cable and logged into the hardware test application and verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer had failed to stay closed, and the device was not detected on the communication bus.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.